Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the scroll knob is defective on enve ventilator. The customer claimed when they try to change the tidal volumes the volumes are all over the place and is not linear. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
H10: the equipment was received at the vyaire medical facility. The service technician verified the reported problem. Visual inspected the vent and found no cosmetic damage. Passed the initial final test and the initial alarm volume test. Performed the button test again and found that the unit intermittently reads left when the knob is turned right. Replaced the knob and still failed. Replaced the encoder panel with a known good one and passed. It was determine that the root cause is the encoder panel. The component will be sent to vyaire failure analysis laboratory for further investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.